Event description:
Per received report: the procedure was for a treatment of a posterior communicating artery (pcomm) with a parent artery diameter of 4.6mm proximal 5.3mm. The physician was using "jailing" as a framing technique when resistance was felt. After struggling to advance the microcatheter into the aneurysm, he finally decided to withdraw the coil. This was when he observed that the coil stretched as it got stuck in between the vessel wall and solitaire mesh. No pt injury was reported.

Manufacturer narrative:
Upon product's receipt, visual evaluation was performed. Evaluation revealed that the coil was returned damaged. The coils stretching was found to have been very minimal. The microcatheter was repositioned after a kick back, so the coil now had to be advanced through the stent's sprouts. It was found that the coil became stuck between the vessel wall and the stents mesh which then damaged the coil. The resistance that caused microcatheter kick back may have been due to the jailing of the microcatheter by the stent, as the no resistance by the coil was reported. Due to the severe damage to the coil, laboratory testing and duplication of the field event could not be performed in addition, without the return of the headway microcatheter and the solitaire stent used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. The manufacturing records for the device lot(s) were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type for the device lot(s) involved in this complaint.